Event description:
I used band-aid brand (B)(4) and developed a persistent rash shortly after application. Extreme itching while on skin. Had to remove band aid to get relief from the extreme itching. Once band aid was removed, itching noticeably subsided. This occurred over the period of about two weeks. Reason for use: I got two moles removed and needed to keep them covered.